Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia as well as rewind anomaly. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer states rewinding the insulin pump and when delivering insulin. The customer stated that the insulin pump had broken left clip rail on back of insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No loud motor noise noted during rewinding.